Event description:
As reported, before use in patient, this swan-ganz catheter was noticed to have an air leakage. The catheter was replaced with a new unit and the issue was solved. There was no allegation of patient injury. The device was received for evaluation. The balloon was found ruptured at the central area and balloon edges did not match at the ruptured region. Patient demographic information unable to be obtained.

Manufacturer narrative:
The swan-ganz catheter was received by the product evaluation laboratory for a full examination. The report of balloon issue was confirmed. During visual observation, balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. Rupture balloon latex was missing and not returned. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The controls established to defect the failure mode being evaluated in the manufacturing process. As part of the manufacturing process, the manufactured units go through a balloon inflation process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.